Event description:
The customer reported to olympus their evis exera iii video system displays a communication error (b30) when connected. The event occurred during preparation for usage in unspecified procedure. There were no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed. It was noted a loose locking level, the software (sw) needed to be updated, a worn front panel and spacer, and faded labels. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
E2/e3: three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of b30 error could not be identified. However, it is likely the cause is related to a loose scope socket and a transmission error. Olympus will continue to monitor field performance for this device.